Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a buretrol solution administration set disconnected from the set. This event occurred while the patient was connected for treatment in the intensive care unit. To resolve the issue, treatment was discontinued and restarted with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.